Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient was able to charge the battery and get stimulation back. The rep saw the patient on the day prior to the report and impedance and stimulation were all good. The rep noted that the doctor was aware that the patient was at eri and the patient's ins was replaced on (B)(6) 2020. The patient was doing well and reported better stimulation than with the previous system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was caller stated they met with patient last week, the ins was dead and they couldn't read it but patient said it had been working. Further questions were asked about this as the ins is scheduled to last until (B)(6) 2021. Caller stated that patient reported ins died about 3 weeks ago but then clarified that ins wasn't "totally dead" but the patient had to recharge it all the time. Caller stated they were able to "reboot" it in the office and charge it but caller confirmed ins was not overdischarged. Caller mentioned that patient wasn't able to get the ins to keep a charge for how long she needed to use the device. Caller stated they did see eri on the ins. The caller was not with the patient. No symptoms were reported.